Event description:
The health care professional (hcp) reported that the patient claimed the stimulators never worked. There were no symptoms reported. The hcp had no further details; the patient was implanted in 2006 and 2007. She was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.